Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the lead was performed. Laboratory testing was unable to confirm the reported clinical observations of infection, infective endocarditis, and mrsa. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was explanted as part of cardiac resynchronization therapy defibrillator (crt-d) system revision due to infection with infective endocarditis. The infection was attributed to persistent methicillin-resistant staphylococcus aureus (mrsa) from a wound on the left foot, and a transesophageal echocardiogram (tee) confirmed there was vegetation on the leads. No additional adverse patient effects were reported. This lv lead was returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding resolution. At this time, no further information is available. Additionally, the product has been received for analysis. This report will be updated upon completion of analysis or if additional information become available.

Event description:
It was reported that this left ventricular (lv) lead was explanted as part of cardiac resynchronization therapy defibrillator (crt-d) system revision due to infection with infective endocarditis. The infection was attributed to persistent methicillin-resistant staphylococcus aureus (mrsa) from a wound on the left foot, and a transesophageal echocardiogram (tee) confirmed there was vegetation on the leads. No additional adverse patient effects were reported. This lv lead was returned for analysis.